Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached in the patient and surgical removal was required. The target lesion was heavily calcified and located in the superficial femoral artery (sfa). During treatment of the lesion with the oad, the device began to slow down and it was determined that treatment should be halted. When moving the oad and guide wire back into the sheath, the sheath came into contact with the guide wire and the spring tip became detached. Surgery was performed to remove the wire fragment and the patient was in stable condition following the procedure.

Manufacturer narrative:
It was reported to csi that the reported device is being retained indefinitely by the facility. If the device is returned to csi, an analysis will be performed and a supplemental report will be submitted. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported to csi that it was the tip of the oad which became detached during this procedure, not the guide wire. The additional event details remain unchanged.